Event description:
It was reported that the arctic sun device displayed calibration error 80. It was reported that the biomed stated nurses reported device was not cooling. They ran a calibration and was getting an error 80. Transferred for assistance. (B)(6). Per review of wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.1 no water from left port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device displayed calibration error 80. Reported issue root cause: the root cause for the reported event is a failed mixing pump. Repairs related to the reported issue: it was reported that the biomed stated nurses reported device was not cooling. They ran a calibration and was getting an error 80. Transferred for assistance. Sn dyczy543 per review of wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.1 no water from left port. The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. It was reported that the biomed stated nurses reported device was not cooling. They ran a calibration and was getting an error 80. Transferred for assistance. Sn dyczy543 per review of wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.1 no water from left port. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed calibration error 80. It was reported that the biomed stated nurses reported device was not cooling. They ran a calibration and was getting an error 80. Transferred for assistance. Sn (B)(6). Per review of wo notes, it was determined that the device had a failed mixing pump. Chiller temperature (t4) was 22.1 no water from left port.